Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system didn¿t boot up. Fse found that in ethernet switch in m cabinet and fdc had no power. After reviewing the log file fse confirmed that there is a malfunction in mains power or system interface board. Fse. The fse replaced the power supply. After replaced the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not boot, stalling at 00:00. The user tried to restart the main system, but it did not solve the problem. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.